Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during the procedure, the surgeon had difficulties with the implant fitting. The surgeon stated the splint did not fit and completed the surgery freehand. This resulted in a surgical delay; however, the surgery was completed successfully.

Manufacturer narrative:
The reported event has been confirmed based on the analysis of the post-operative scans of the patient. It was concluded that the time between the planning scan and the surgery date is almost two years and changes in the patient's occlusion can happen. The occlusion in the original planning scan and the post-operative planning scan and the preoperative planning data revealed discrepancies in the bone positioning after the lefort I osteotomy. A review of device history reports were also performed. All devices met specifications. It could be confirmed in this investigation, that this issue was not related to the tmj devices. Conclusively, the information received does not suggest a device failure, malfunction, or other performance issues. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing- related issue.

Event description:
It was reported that during the procedure, the surgeon had difficulties with the implant fitting. The surgeon stated the splint did not fit and completed the surgery freehand. This resulted in a surgical delay; however, the surgery was completed successfully.